Event description:
The customer reported getting ¿no shock delivered¿ messages during a pt event. The involved pt died. The customer reported that at no time was pt care compromised as a result of the device behavior.

Manufacturer narrative:
(B)(4). The customer reported getting ¿no shock delivered¿ messages during a pt event. The involved pt died. The customer reported that at no time was pt care compromised as a result of the device behavior. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.